Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no malfunction reported by the customer related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the device exhibited a slowdown in insufflation speed. However; this was incorrectly reported as there was no issue with the insufflation speed. The subject device was returned and no reportable malfunctions were found.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited a slowdown in insufflation speed due to the device misidentifying a flow rate higher than the actual rate of insufflation. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.